Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a checksum error code at boot up attributed to a weakened battery. This error message will result in a no boot situation. There are no reports of pt injury or death associated with this event.